Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: half of the iol returned in a specimen container with small amount of unknown liquid (moit). Iol is cut in half through the optic resulting in half of the iol missing. Reported complaint is not observed. Iol is let to air dry. A significant amount of solution is observed on the iol after being air-dried. Reported complaint "opacified" not observed. A provided photo shows approx. Half of the iol. Two pictures focus on the surface of the iol. There appears to be a solution on the iol surface, the solution appears to moist/ partially dried. Measurements shown on the picture appears to be measurements of the observed solution on the iol surface. On the third picture, fibers are visible on the segment surface. No root cause identified for the reported complaint "opacities in iol causing visual disturbances for the patient". No opacification observed. Optical assessments were not possible to conduct as iol was cut in a half. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A customer reported a surgeon removed an intraocular lens (iol). Additional information received clarifies there were reported opacities in the lens causing visual disturbances for the patient. The lens was exchanged during a secondary procedure.